Event description:
On (B)(6) 2013, this pt underwent endovascular treatment for an abdominal aortic aneurysm with gore excluder aaa endoprosthesis, featuring the gore c3 delivery system. A gore dryseal sheath was used to advance the device for deployment. It was reported that the physician loosened white outer deployment knob reportedly turned and pulled strain out from the catheter to release and deploy the proximal end of the endoprosthesis. Removal of the knob did not initiate deployment of the most proximal end of the device. The contralateral gate opened, but the proximal end did not deploy. The deployment line access hatch, located on the handle of the delivery catheter was opened and removed. Deployment via the backup deployment mechanism (line one) was pulled; but did not initiate deployment of the proximal end of the device. The physician successfully wire cannulated gate and deployed the ipsilateral leg after sliding back the red safety lock and pulling the transparent knob straight out from the catheter handle. The ipsilateral leg deployed, but the end of the device still did not open. Ballooning of the device was not attempted due to the pt's iliac right external iliac artery used for delivery were reported to range 2.8mm-5.2mm in diameter. Contrast imaging at this time showed an extravasation of contrast and the physician suspected a rupture of the external iliac artery. The exact location was unable to be determine. The pt was converted to open repair and the device was explanted. The pt tolerated the procedure. The explanted device was not returned to gore.

Manufacturer narrative:
A review of the mfg records for the device verified that the lot met all pre-release specifications.